Event description:
Customer reports to have a blank display screen. After pushing buttons, display screen came back on. Customer's blood glucose was 126 mg/dl. After troubleshooting, customer was advised that battery cap would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.